Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired while he was in the hospital. Prior to the pt's expiration, he had been readmitted into the hospital for signs of hemolysis due to pump malposition. The pt was on dialysis, a ventilator, inotropes and was listed as 1a for a transplant.

Manufacturer narrative:
The device will not be returned to the MFR for eval, as the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.